Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose of over 600mg/dl. The customer had symptoms such as headaches and treated with a pen. Customer indicated that their doctor has been contacted and their blood glucose value was 462 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. Customer was able to prime the pump and there were no leaks, air bubbles, site or insulin issues. The device settings were correct. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting. No further assistance was necessary.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the spec range and passed off no power test. No moisture damage noted on the electronics assembly. The insulin pump was received with severely scratched display window, cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and cracked on display window.